Event description:
Customer purchased one g.u.m toothbrush and noticed that the bristles began to fall-off while brushing during the 1st use. They used it again and now think bristles may have lodged in their throat because bristles came out when they spitted/washed out the toothpaste and they mentioned, now they are coughing and have an irritated throat.